Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the physician was not able to interrogate the device and it was noted that pacemaker was in back-up mode. No intervention was performed. There were no patient consequences reported.

Event description:
New information noted that the pacemaker was reprogrammed on 22mar2022 and the patient experienced no consequences.